Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the user interface assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that during periodically checking in the me room, it was observed that the device powered on by itself. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
E1: reporter phone number - (B)(6).